Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulty removing the device and separation appear to be related to interactions with the patient anatomy. The patient effect of angina and treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2017 was to treat a lesion in the left anterior descending (lad) artery with moderate tortuosity and moderate calcification. An unknown stent delivery system was advanced on a bmw guide wire and the stent was successfully deployed at the lesion. When the guide wire was being removed, due to resistance, it was thought that the tip of the guide wire had become stuck in the calcified lesion and separated. Several images were taken of the anatomy and the guide wire tip could not be located. The patient was discharged. On (B)(6) 2017, the patient returned to the hospital with chest pain. It was confirmed that the separated tip of the guide wire had traveled distally to the lesion and landed in the septal branch of the lad. Another bmw guide wire was used to snare the separated tip from the patient. The patient is fine. No additional information was provided.

Manufacturer narrative:
(B)(4).